Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a post-reset ram crc alarm (pump error 23) and a constant tone on the pump. The customer did multiple calibrations as well, and none of the calibrations were accepted. The customer is requesting assistance with entering auto basal. The customer reported no adverse event. The event involved product(s) mmt-7040ma and mmt-1884. Troubleshooting was performed for the constant tone, and the pump did not continue to sound after the battery was removed, and pump passed self-test. Troubleshooting was performed for the pump error 23, and the customer was able to clear the error and complete the rewind process. The pump was recently stored, without a battery, for more than 8hours, or an error occurred immediately after battery change. Troubleshooting was performed for the smartguard, unable to enter auto basal, and reviewed the auto mode readiness/smartguard checklist screen. Troubleshooting was performed for the change sensor, and the customer entered a new blood glucose to calibrate, but the calibration was not accepted. The customer did not receive a change sensor alert. Explained to wait before attempting to calibrate again after getting calibration not accepted message. No harm requiring medical intervention was reported. No product return is required for mmt-7040ma. No product return is required for mmt-1884.